Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got damaged and screen was flashing when screen was turned on after being in sleep mode. The customer¿s blood glucose was unknown. The customer stated that he hit insulin pump in door jam. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a steady white display and unexpected vibrating due to broken traces on the lcd glass between the lcd controller and lcd image. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The reservoir does not stay locked in due to missing retainer. Unit received missing retainer, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.